Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 03, 04 and 11 were not showing as connected. A field service engineer (fse) identified a failed board in drawer 3/4 (half-height) with no indicator lights illuminated. The fse replaced the board and the failed device ids were updated in the populate buttons screen with the newly detected ids. Then, the fse confirmed that the drawers opened correctly when selecting the locate links. Zone 11 was disabled in the zone selection screen. No further support was required completed testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the drawers 03, 04 and 11 were not showing as connected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.